Event description:
The facility reported an infusion pump that failed to alarm during infiltration of an unknown medication while connected to a patient during therapy. The needle came out and went into the tissue. According to the hospital representative, patient injury or medical intervention had been related to the device. Additional information obtained from the customer notes that the patient is a female, and was receiving a primary 5% dextrose solution and a secondary solumedrol solution of 3 milligram (mg) every 6 hours while in the pediatrics ward. The infant was also receiving a daily 500mg dose of rocephin via 10milliliters volutrol. Initial therapy started in 2009 via intravenous on back of right wrist. Infiltration noted in early am of the third day. The infant suffered swollenness from fingertips to elbow. Right hand was blanched and tight. Noted that infant was not crying at this time. Patient given children's advil for pain and compresses were applied to impacted area. Patient was transported to another facility. It is unknown at this time what the current status is of the infant. No additional information is available. This pump is a colleague 2006 with software version 5.09.90.

Event description:
It was reported to nova biomedical that a consumer received a result of 122 mg/dl on their blood glucose meter. Approximately an hour later, the consumer experienced a hypoglycemic event requiring medical intervention. It is unknown if the consumer ran a control solution test for integrity before use on their initial test strips as instructed in our directions for use. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Baxter received the following information from the facility dated december 15, 2009: we have received multiple letters and calls from baxter since reporting the unfortunate incident regarding the infiltration that involved the pt. Investigation has revealed the incident had absolutely nothing to do with the use or misuse of baxter product. At last notification, the pt is doing well and will not suffer any permanent damage from the incident. We do appreciate your concern but expect after this correspondence is there will be no further need of additional contact regarding this incident. We will be releasing no further information to your company in regards to this incident.

Manufacturer narrative:
Device evaluation: the reported condition was not confirmed or duplicated. Colleague pumps do not have infiltration detection capability. The pump has downstream occlusion detection, but with an infiltration there may not be an increase in the inline resistance significant enough to reach the alarm threshold. The self test passed on ac power. The pump powered on with personality selected: 2 cmc health care (the same personality used on the reported incident date). The customer's downstream occlusion for this personality was found set to moderate. The downstream occlusion pressure tests were performed. At 2 psi (minimum) = 1.99 psi (specs is 0.72 to 3.92 psi). At 4 psi (minimum) = 5.21 psi (specs is 2.00 to 6.80 psi). At 8 psi (moderate) = 9.30 psi (specs is 4.96 to 11.58 psi). At 12 psi (maximum) = 13.58 psi (specs is 7.93 to 16.37 psi). The pump detected and alarmed all occlusion tests performed. The pump passed all downstream occlusion tests within specifications. One hour accuracy tests were performed. At 10ml/hr, t1 (test1) delivered -3.30%. At 100ml/hr, t2 delivered -4.73%. At 25ml/hr (customer's last rate used), t3 delivered -5.20% and t4 delivered -6.04%. Accuracy specs for rates 1.0ml/hr and above is +/- 5%. Both 25ml/hr accuracy tests failed. There was no problem found on the pump channel. The pump head was removed and inspected for damage or loose connections. None was found. The pump head module (phm) has the yellow dot upgrade on the upper jaw. There was no problem found on the bottom glue. The upper jaw was found slightly misaligned. The upper jaw gap on the proximal side was tighter than the distal side. The upper jaw gap was measured. The proximal side of the upper jaw = 0.014mm (millimeter) and the distal side = 0.022mm. This is an indication that the upper jaw is not aligned properly. Misaligned upper jaw causes the pump to under infuse.